Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. Reportedly, the customer was using lyumjev brand insulin, which is considered off label use. A replacement pump was sent to the customer to resolve the issue.